Event description:
During caudal procedure, the doctor placed an sca epidural introducer. When he attempted to remove the device it began to stretch and it eventually broke. Approximately 1 1/4 inches of the hytrel sheath remained within the patient. The doctor decided to let piece remain without further intervention.